Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open radical lung cancer lobectomy procedure, component disengaged. When the device was opened for aseptic packaging, the customer found that there was a gap between the white end of the anvil side and the gun body and the metal piece on the anvil could move slightly back and forth.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the anvil tip was partially detached. The loading unit was received with a full complement of staples and the interlock was set. The loading unit was loaded into a test instrument for functional testing. The test instrument and single use loading unit(sulu) were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged anvil tip condition may occur if an excessive upwards force is applied to the anvil during clinical ap plication, causing full or partial disengagement. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.